Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The failed o2 sensor test during pre-use check could be duplicated. The o2 gas module was found defective and replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirmed the reported failure at the event date. Since no part was returned for investigation, no investigation has been possible. The root cause for the defective o2 gas module could not be performed.

Event description:
It was reported that the ventilator failed gas supply and o2 cell/sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).